Event description:
The pt reportedly experienced intermittencies while using their external equipment. The pt was seen by a company representative for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning.